Event description:
The patient reported she presented to the emergency room one day prior to "red skin inside the opening of the wafer." She was advised to use a wafer with a smaller stoma opening. The patient reportedly changes the wafer every 2 days.

Manufacturer narrative:
Analysis is taken from a trending report of evaluations or adverse events finalized (B)(4) 2011. The data presented is from three different product applications. The report states that there are no significant trends. Convatec is submitting this report as a result of remediation activities related to the FDA 483 issues april 16, 2014. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.